Event description:
Olympus was informed that the images went completely out. The image flickered during the first procedure but went completely out during the second procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding this report, but no further detail was provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image was flickering intermittently and blacked out due to fluid invasion. The control body was noted with corrosion and fluid invasion. The switch buttons 1-4 were not functioning and there was a cut noted on the bending section. There was a leakage observed from the bending cover. Additionally, the internal angulation wires were damaged. The reported phenomena were attributed to mishandling.